Event description:
User facility contact reported: during revision surgery on (B)(6) 2013 for a total left hip, the chisel blade broke in two pieces. Both pieces were retrieved. The reason for the revision is unknown and no further information was available.

Event description:
This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Device used for treatment and not diagnosis. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A device history records review has been requested.

Manufacturer narrative:
This device used for treatment and not diagnosis. No irregularities were found during the device history record review. The blade corresponds to the drawings and processes at the time of manufacture too much force was applied to the blade causing it to break. The hardness was rechecked and found conforming at 59, 3 - 59, 7hrc.